Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed 14% remaining and batter depletion(bd) alert was emitted. A request was made to have the data analyzed. This sicd remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed 14% remaining and batter depletion(bd) alert was emitted. A request was made to have the data analyzed. This sicd remains in service. No adverse patient effects were reported.